Event description:
A discordant, falsely depressed methotrexate (xmtx) result was obtained on a patient sample that was diluted in a 1:100 dilution on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned the result. The patient sample was also diluted in 1:100, 1:1000, and 1:2000 dilutions and repeated on the same instrument, and different results were obtained on the sample. Then, the customer processed the sample on an alternate dimension vista instrument and this result was higher than the discordant result. The repeat result from the alternate instrument was reported to the physician(s) as correct. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed xmtx results.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2021-00111 on 07-may-2021. Additional and corrected data (21-jul-2021): siemens reviewed instrument files to further investigate this complaint. During the investigation, siemens determined that the repeat result in the initial MDR was provided without the dilution factor. The final calculated result for this run was 662 mol/l. Furthermore, siemens determined that the customer ran the sample in question multiple times across two days, 14-apr-2021 and 15-apr-2021. Consequently, MDR 2517506-2021-00177 was also filed for the discordant methotrexate results that were obtained on this patient sample on the latter day. Sections b5 and b6 were updated to reflect the additional and corrected information. Siemens determined that quality control samples using dilutions were tested at the same time and recovered as expected. All reaction reads were within typical performance. The issue was limited to this single sample. Calibration and qc were within specifications when the original sample was first processed. On 15-apr-2021, a calibration showed increased imprecision which was addressed with probe alignments. While the imprecision seen could amplify the discrepancy, it would amount to a 5 - 10 milliabsorbance unit (mau) shift in the raw photometric signal. Most of the discordant results had > 30 mau shifts. Siemens determined that issues with the manual pipettes used to make the dilutions, issues with making the dilutions, or issues with the diluent buffer used at the customer site potentially contributed to the different methotrexate results. Additionally, the presence of atypical proteins in the sample from the patient's clinical condition can affect the viscosity and ability of the sample to be accurately pipetted. Issues were not found with the reagent or calibrator. The reagent performed to expectations when following the sample serial dilution protocol in application sheet. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and notified siemens that discordant results were obtained from user defined method (methotrexate) on the dimension vista 1500 instrument. The customer indicated that calibration and quality controls (qc) were within acceptable ranges on the day of the event. Siemens dispatched a siemens customer service engineer (cse) to the customer's site. The cse ran service methods and performed bottom of cuvette alignments for reagent probe 2 (r2) and sample probe 1 (s1). All other functions were within specifications. Quality controls were run and recovered within range. The customer will monitor subsequent results. The cause of the falsely depressed xmtx results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed methotrexate (xmtx) result was obtained on a patient sample that was diluted in a 1:100 dilution on a dimension vista 1500 instrument. The falsely depressed result was reported to the physician(s), who questioned the result. The patient sample was also diluted in a 1:1000 dilution and repeated on the same instrument, recovering lower than the initial result. The customer also repeated the sample on an alternate dimension vista instrument and this result was higher than the initial diluted results. The repeat result from the alternate instrument was reported to the physician(s) as correct. The sample was also repeated multiple times for comparison and troubleshooting purposes. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed xmtx results.